Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant the physician placed the lead at the upper septum of the right ventricle. The fluoroscopic position was good. The parameters were tested form the psa and showed variations of r waves and thresholds. The physician changed the position and tried at different places in the heart. But the same problem of varying the parameters continued. The physician decided to replace the lead and all parameters were fine. Patient was stable.